Event description:
It was reported that the sample (B)(6), from "triolab ab", was tested with serology. The test result was positive (jka+), which contrasted with molecular typing performed on (B)(6) 2025, using the ID core xt assay and analysis software v3.0.2, which reported a negative (jka-) result. A repeat with ID core xt assay performed on (B)(6) 2025 yielded jka+, consistent with the serology result.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that the sample (B)(6) from "triolab ab", was tested with serology. The test result was positive (jka+), which contrasted with molecular typing performed on (B)(6) 2025, using the ID core xt assay which provided a negative result (jka-) with ID core xt analysis software v3.0.2.